Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to high readings. Unable to confirm needle complaint due to that complaint against sensor serter customer did not return needle sensor only.unable to perform pain anomaly due to customer. Returned sensor only. Also found bent cannula.

Event description:
It was reported that the customer had a sensor glucose versus blood glucose differences on the insulin pump. The customer's blood glucose level was 114 mg/dl. The troubleshooting was performed. The customer was advised that sensor appears to be responding to changes in gulose. The patient was advised to monitor the issue.